Event description:
It was reported that the system 9800 intermittently will not initialize in the beginning of the day. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The single board computer kit, image processor circuit board and the generator interface circuit boards were replaced. The system was tested and found to be working as intended and placed back into service.